Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on (B)(6) 2013. The strip lot #d6151012-1 was manufactured on (B)(6) 2015 and expired in (B)(6) 2017. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips (lot #d6151012-1) with control solution. The control solution tests for level low were 64/63 mg/dl; for level high were 256/269 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 9:00 pm after she was unable to perform a blood glucose test with her prodigy diabetes meter due to her test strips would not respond. The end user was discovered incoherent by her daughter who called the paramedics. The paramedics attempted to perform a blood glucose test with her prodigy meter but were unsuccessful since the ts would not repsond properly. The end user was transported to the ER and refused to provide any further details related to the medical event.